Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a shocking sensation due to low impedances on both leads. Reportedly, the patient falls often. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the leads were explanted via surgical intervention on oct 16, 2024

Manufacturer narrative:
The reported ¿low lead impedance¿ issue was not confirmed. Analysis of the returned lead (b) did not identify any broken wires and there was a cam impression observed on the outer tubing that is consistent with the use of a swift-lock anchor. The lead passed continuity resistance testing and inter-channel isolation testing. As the lead had no anomalies, it would not have contributed to the patients perceived shocking stimulation.